Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).